Manufacturer narrative:
(B)(4). Batch # p94l6h. Device analysis: the analysis results found that one mcs20 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 16 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a coronary artery bypass grafting procedure the device was not clamping the clips flat all of the way. Some blood was able to leak before clamping closed on subsequent firings with the same device. Another like device was also used to complete the procedure. There were no patient consequences reported.